Event description:
It was reported that within two days of the implant procedure, the right atrial and right ventricular leads were dislodged and the threshold had increased. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).